Event description:
It was reported that the patient received inappropriate high voltage therapies. The rhythm was diagnosed correctly as supraventricular tachycardia initially. However, later the implantable cardioverter defibrillator interpretated the rhythm as ventricular fibrillation; physician considered the rhythm supraventricular tachycardia. There were no discriminators applied and antitachycardia pacing (atp) and high voltage therapy was delivered. The device was behaving according to the programmed settings. The device was reprogrammed. The patient was stable before, during and after the reprogramming.